Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). A1) unknown as information was not provided. A2) unknown as information was not provided. A4) unknown as information was not provided. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) e597079. (B)(4). Summary of investigational findings: investigation found a micro piece detached as reported. Frova introducer is designed for placement of a single lumen tube - not a double lumen tube as reported in this case. IFU, intended use: "the 14.0 french catheter introducer has been designed for placement of a single lumen endotracheal tube whose inner diameter is 6 mm or larger. Note: do not use the frova intubating introducer with double lumen endotracheal or endobronchial tubes." Also, under warnings is stated "do not use the frova intubating introducer with double lumen endotracheal or endobronchial tubes." No evidence to suggest product was not manufactured to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: during a difficult intubation they used a frova catheter. A piece of plastic came off the catheter. Additional information received 15jan2014: "I spoke with the doctors that used the frova and he confirmed that he had used a double lumen. He said that it was absolutely necessary in that situation. I informed him that it is not allowed to use the frova with a double lumen tube during this procedure." Patient outcome: according to the initial reporter, the patient did not experience adverse effects due to this occurrence.